Event description:
It was reported that the patient presented to the emergency room with a heart rate of 45 bpm. Device interrogation showed the device at elective replacement indicator (eri) but showed the trip date as a date in the future. Interrogation also indicated high battery impedance and that an electrical reset had occurred; however, telemetry was suddenly lost and could not be re-established. After the loss of telemetry, there were no pacing spikes and the device had no magnet response. It was also reported that the ventricular lead had a polarity switch due to low impedance and a lead warning was triggered. The device was removed and replaced and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.